Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing without duplicating the malfunction. The customer provided a photograph of the report on the display of the suspect defibrillator. However, review of the device history log does not support the report occurred with this device. User advisories of the nature are typically recorded in the device activity log. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
(B)(4). Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed "pace defib device failure" and "defib disabled" error messages. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.